Event description:
Following the successful stent assisted coil embolization of an internal carotid artery aneurysm, the physician wanted to place a second stent. It was reported that while advancing the stent delivery system through the guide catheter, the stent prematurely deployed. The guide catheter and stent delivery system were withdrawn as a single unit, but the stent deployed in the pt's leg. There was no clinical consequence to the pt.